Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model number: sc-3138-35, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient's system was not magnetic resonance imaging (MRI) compatible. The patient underwent a revision procedure to remove the lead extensions and reposition the implantable pulse generator (ipg) to re-establish system MRI compatibility. The explanted lead extensions were discarded by the facility.